Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replacement brake parts were placed on order and the brakes will be replaced and adjusted. No further problems are anticipated once repairs are affected.

Event description:
It was reported that the sys 9600+'s brakes were not operating properly posing a hazard. There was no adverse pt involvement reported. There was no pt info reported.